Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition of a 'software lag' was verified as a delayed keypad response. The device was found out of specification. The cause was determined to be the processor board which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of the software lagging. This was found during testing in the biomedical service department. There was no patient involvement. No additional information is available.